Event description:
It was reported that during a lap hernia repair procedure, the instrument was not working with hand activation. The site was able to complete the case with a second instrument with no pt consequence.